Event description:
It was reported the patient presented emergently, approximately 4 years and 3-month post index procedure, and underwent a computed tomography scan. An unknown endoleak was identified in valiant navion stent graft (s) in the thoracic aorta. The 37 x 37 valiant navion was implanted proximally while the 43 x 43 was implanted distally. The physician does not know the subtype of the endoleak. Intervention was performed approximately 5.5 weeks later where the navion stents were relined with a non-medtronic stent graft. The healthcare professional attributed the event to a leak in the navion device. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vnmc4343c218tu, serial/lot #: (B)(6), ubd: 07-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received ; it was reported that the physician determined there was a hole in the graft, but could not identify which stent graft was leaking. Both stent grafts were relined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.